Event description:
It was reported by the contact that the customer has received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was impacted; however, the exact values were not known by the contact. Tandem technical support reviewed the pump history with the contact and it appeared that the cartridges were being used for approximately five days.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that the cartridges have been tested for up to 72 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.